Event description:
Boston scientific received information that the patient implanted with this product exhibited an infection. The patient was scheduled for device follow-up. The product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.